Manufacturer narrative:
The t:slim x2 pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer neglected to charge the pump regularly, allowing the pump battery to deplete completely which led to intermittent pump shutdowns. The appropriate low battery notifications were observed in pump data prior to the pump shutdown. Reportedly, the customer's blood glucose (bg) level increased to 554 mg/dl, and the customer turned the pump on and resumed insulin delivery.